Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the events were unknown. The same day the event onset, the patient was treated with ceftriaxone (1g, intraperitoneal, once daily, discontinued) and amikacin (70mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause pf peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftriaxone injection (1 g loading dose) and amikacin injection (70 mg). Patient outcome and action taken with pd therapy were not reported. No additional information is available.